Event description:
The customer reported that the system displayed errors upon boot up. Further info indicated that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was evaluated and replaced. The system was tested and found to be working as intended and returned to service.